Event description:
Boston scientific crm received information that this right atrial lead had increased threshold measurements and loss of capture. Information was later received that this lead was explanted due to loss of capture at maximum output. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt, the returned lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed damages of the silicone sealing of the is-1 connector pin which occured most likely during the explant procedure. In addition, signs of abrasion were found along the lead body. The insulation was intact. It is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. During further analysis the lead proved to be within specifications throughout its inspection. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.